Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015772, medical device expiration date: 2024-01-12, device manufacture date: 2019-02-20. Medical device lot #: 9015795, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-20. (B)(6). Investigation summary: physical samples are received from the client where it is confirmed that it has a folded cannula without shield being exposed outside the blísterpack. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Rationale: the defect can be generated during manufacturing by adjustment failure of the sensor. As corrective actions, production line adjustment and improvements will be implemented.

Event description:
It was reported that bd¿ syringe w/ needle was coming out of the packaging. The following information was provided by the initial reporter: syringe with the exposed needle coming out of the packaging with the risk of burying itself in the hand of the operator (there was already an incident where only a scratch was caused). We are a pharmacist and one of our finished products of commercial name diclovit carries the syringes, the production area was conditioning the product and all these defects were found. Note: the customer informed two batch numbers but they did not specified which is affected: 9015772 and 9015795.